Event description:
It was reported the pt died on the or table during an aaa procedure. The pt had small iliacs and was not an operative candidate. While the sheath was being pulled back for deployment, the iliac ruptured. The clinician could not gain control of bleeding with a balloon. The device was deployed in an attempt to gain control of the bleeding with no success. The clinician believes the pt had friable vessels. There was no allegation of product deficiency made by the clinician.